Event description:
It was reported the implantable neurostimulator (ins) battery depletion was normal. It was stated the lead was removed due to the healthcare provider¿s opinion that the lead migrated too deep to get appropriate therapy. It was later reported the date the patient started to lose therapeutic benefits was unknown. It was stated the lead and battery were taken out and replaced on (B)(6) 2013. It was noted the revision was successful and there was no further information on the patient¿s status at the time of report.

Manufacturer narrative:
Product ID 3093-28 lot# v828528, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Additional information revealed. (B)(4). Conclusion: does not apply.

Event description:
It was reported that the patient never had therapeutic effect.